Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain was not relieved. The patient experienced continued chest pain after the 3.00x20mm liberte stent was deployed in the left anterior descending (lad) artery. He stated that he was unable to walk and was exhausted after initial stent insertion. Ten months post the initial deployment of an unknown liberte stent, during angioplasty, the mid lad stent was found to be 80% stenotic and 'hazy' at the end of the stent. The lesion was dilated with a 2.5x15mm apex balloon. An 3.00x23mm promus stent was deployed, inflated to 18atms for 30 seconds, covering the previously placed stent and the lesion. Post angiography showed excellent results. A 2.5x15mm promus stent was deployed in a ostial lesion in the 3rd obtuse marginal, inflated to 15atm for 30 seconds. Angiography revealed 0% stenosis in both stented vessels.

Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, chest pain was not relieved. The pt experienced continued chest pain after the 3.00x20mm liberte stent was deployed in the left anterior descending (lad) artery. He stated that he was unable to walk and was exhausted after initial stent insertion. Ten months post the initial deployment of an unk liberte stent, during angioplasty, the mid lad stent was found to be 80% stenotic and 'hazy' at the end of the stent. The lesion was dilated with a 2.5x15mm apex balloon. An 3.00x23mm promus stent was deployed, inflated to 18 atms for 30 seconds, covering the previously placed stent and the lesion. Post angiography showed excellent results. A 2.5x15mm promus stent was deployed in a ostial lesion in the 3rd obtuse marginal, inflated to 15 atms for 30 seconds. Angiography revealed 0% stenosis in both stented vessels.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.